Event description:
Caller reported blood glucose results of 48 mg/dl and 300 mg/dl on aviva system 1, 200 mg/dl on aviva system 2 within 10 minutes. The same test strips were used on both meters for all readings taken. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Strips not available for return.